Event description:
A healthcare professional reported that a pump's battery was depleting too quickly, which led to a pump shutdown. There was no reported impact to the customer's blood glucose level. No additional information regarding the issue was available.